Manufacturer narrative:
Evaluation summary: as received, suture threads were detected in the sewing ring. The leaflets are flexible and the wireform is intact, evident in the x-ray. Serrated marking at leaflet 3 commissure 1 is noted. The marking is most likely due to a surgical tool, possibly at explant. The returned device was examined visually and with a light microscope (asset # 58073103), digital microscope (asset# 61059838). The x-ray used met ID# ir007626. Method: x=ray. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. It has been confirmed that the intraoperative echocardiography is not available because it was not recorded. Despite repeated requests for copies of the operative report or discharge summary, neither have been provided. Paravalvular leak is described as leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. This is typically not a result of product malfunction, rather it is usually patient or technique related. According to the health care provider, this device "was not defective / not to blame." However, without patient history, operative report or echocardiography, we are unable to complete our investigation into the root cause for the explant of this device.

Manufacturer narrative:
Additional manufacturer narrative: upon revew of the received operative report, it was found that no additional relevant information contrary to the initial report. The investigation reveals nothing to indicate a quality deficiency with the subject device.

Event description:
Per received operative report, the patient's native valve was calcified, dystrophic with distortion of the annulus.

Event description:
Reportedly, the device was explanted at implant due to a paravalvular leak observed on the echo at the end of surgery. The valve was replaced with an identical valve after placing additional sutures around the annulus. Surgeon stated the valve is not defective and not to blame.